Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 527 mg/dl and multiple boluses were delivered to address bg. Customer went to the emergency room and was admitted to the hospital. Customer was treated with an insulin injection and boluses via the pump. Elevated bg was resolved with no permanent damage. At the time of the report, customer had not yet been discharged. Customer reported the non-tandem cannula may have been kinked and a possible cause of elevated bg; however, this was not confirmed as the doctor had removed the cannula. Customer could not recall further details. Reportedly, customer changed the type of infusion set. Although multiple attempts were made by tandem technical support to obtain additional information and discharge date, customer did not reply.

Manufacturer narrative:
Customer reported to have been discharged from the hospital on (B)(6) 2019.

Manufacturer narrative:
Customer reported to have been discharged from the hospital on (B)(6) 2019.